Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implant was not working as expected. Patient experienced a loss of movement control. When the provider (hcp) checked their battery, they said that it had less than 2 months left. The patient was informed that the battery would last at least 5 years. Patient was implanted in 2023 so the battery had barely lasted 3 years.